Event description:
It was reported that during an unspecified treatment procedure, tip separation occurred.the de novo lesion was located in the midly tortuous and mildly calcified anterior tibial artery. The physician used a 300cm v-14 short taper straight tip control wire to access the lesion. When retracting the control wire, the tip was left in the artery. The procedure was completed with this device with no further patient complications were reported. The patient status is stable.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).